Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received allegations by a user of a dreamstation auto CPAP machine of an issue related to a CPAP device's sound abatement foam with black particles in the airway of the device and black spots in the mask and hose. The user alleges the electrical connection is burned out at the power input on the device. There was no report of smoke, flames or voids to the enclosures. Although there was no patient harm or injury, this event is reportable due to a potential to cause or contribute to a serious injury as identified in CAPA pr7211. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device and humidifier were completed by the manufacturer and found evidence of an unknown dust contaminant inside the blower box at the location of the filter, unknown dust contaminant on the top enclosure, front panel, on the blower box, rear panel, and bottom enclosure, a dark unknown contaminan on the front panel, rear panel, and bottom enclosure, unknown dust contaminant on the blower cap, blower, blower seal, blower isolators, and the blower box, liquid ingress on the blower and blower box, keratin-like substance on the blower box outlet, unknown dust contaminant present on the flip lid seal, flip lid, and bottom enclosure of the humidifier, an unknown contaminant on flip lid, a dark, unknown contaminant on it, under the dry box seal of the humidifier, unknown dust contaminant on the back panel and the heater plate. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed that the heater plate and heating tube heats properly. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-72 and 1 instance of e-83 on the error log. The device was applied power and the device operated properly the manufacturer concludes the contaminates found were consistent with liquid ingress on the blower and blower box, keratin-like substance on the blower box outlet, and unknown dust contaminant present on the flip lid seal, flip lid, and bottom enclosure of the humidifier, an unknown contaminant on flip lid, a dark, unknown contaminant on it, under the dry box seal of the humidifier, unknown dust contaminant on the back panel and the heater plate were inconsistent with the sound abatement foam.. The manufacturer confirmed there was no evidence of sound abatement foam degradation.